Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the insulin pump to suspend. Customer also indicated that calibration errors were received during normal use. The customer indicated that the sensor glucose was 45 mg/dl and blood glucose was 116 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product will be returned.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.